Event description:
The dental implant fx3612swc was removed on (B)(6) 2017 due to failure to osseointegrate 1 month and 4 days after implantation. The doctor indicated that local infection and pain caused the implant removal. The patient has no significant medical history and has been recovered without complications.